Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was provided by a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. The pump's indications for use (IFU) were listed as chronic low back pain and spinal pain. It was reported that in 2013, the pump was out of place and was delivering medication "all over the place." The catheter had reportedly kinked and the patient could feel the wires through the skin. The pump was replaced. Additional information (including the cause, troubleshooting, and resolution information regarding the pump being out of place and the catheter kink, and drug information) have been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis identified an occlusion in the catheter body of the 8578 catheter which was consistent with dried drug, blood or other foreign material. The catheter was returned in segments and no leaks were identified. Initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. Analysis identified {tearing/coring/cuts} in the seal material in cup of the sutureless connector (sc) of the 8709sc. The {tear/core/cut} did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Eval code - conclusion code ¿ is being updated for this event. Conclusion code is applicable to the pump device only, and not the concomitant products. Eval code - result code applies to the 8578 and 8709sc. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.